Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch due to high out of range pace impedance measurements greater than 2000 ohms. It was also noted that the pacing impedances and thresholds had been climbing over time. The patient was scheduled for in clinic evaluation. Technical services (ts) suggested lead testing and reprogramming options. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch due to high out of range pace impedance measurements greater than 2000 ohms. It was also noted that the pacing impedances and thresholds had been climbing over time. The patient was scheduled for in clinic evaluation. Technical services (ts) suggested lead testing and reprogramming options. This lead remains in service. No adverse patient effects were reported. Additional information was received, this rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.